Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Most likely, the wand reached the end of its useful life, as this will cause decreased functionality of the device. Factors unrelated to the design and manufacture of the device which could have contributed to the reported event includes extended ablation or use of power level settings above the recommended default levels.

Event description:
The wires burnt through at the tip during adenoidectomy. No additional details were provided concerning this event, however no patient complications have been reported.